Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to perform the occlusion and the excessive no delivery test due to motor error alarm. It was not possible to verify for motor position encoder error alarm due to over written history file. Device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while changing the infusion set. The device was not exposed to a magnetic field. Customer uses the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.